Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR ID #: 2134265-2010-03611. It was reported that following a stenting treatment procedure, the patient experienced expressive aphasia. The 76% stenosed and 26.6mm long target lesion was located in the left proximal internal carotid artery with a reference vessel diameter of 5.2mm. The lesion was treated with placement of a 190cm filterwire ez embolic protection system and deployment of a 10x31, 5.9f, 135cm monorail carotid wallstent followed by post dilation resulting in 25% residual stenosis. One day post procedure, the patient developed expressive aphasia but it has been confirmed that this was not a transient ischemic attack. It is reported that it was felt that this event was due to the stent in the carotid. However, it is the opinion of the physician that it is unrelated to both the filterwire and the carotid wallstent. No treatment was provided and 3 days after onset, the event was considered resolved without residual effects, but the patient remains hospitalized for treatment of a renal condition.